Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed failed battery test, low battery alert and replace battery now alarm. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. No low battery alert noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed 4 replace battery now alarms on (B)(6) 2021 between 07:00:00:000 and 14:00:00:000 and confirmed failed battery test on (B)(6) 2021 07:21:33.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The pump downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No replace battery now alarm, failed battery test or low battery alert noted during testing. However, the pump downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the device alarmed failed battery test, low battery alert and replace battery now alarm. Device passed displacement test, self test, active current measurement and sleep current measurement. Device successfully downloaded to thump. No low battery alert noted during testing or in the device trace download. Device trace download analysis confirmed the device alarmed 4 replace battery now alarms on (B)(6) 2021 between 07:00:00:000 and 14:00:00:000 and confirmed failed battery test on (B)(6) 2021 07:21:33.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The device downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No replace battery now alarm, failed battery test or low battery alert noted during testing. However, the device downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. Per r&d ee team observation - sleep current within specification. Test ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed failed battery test, low battery alert and replace battery now alarm. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thump. No low battery alert noted during testing or in the insulin pump trace download. Insulin pump trace download analysis confirmed the insulin pump alarmed 4 replace battery now alarms on (B)(6) 2021 between 07:00:00:000 and 14:00:00:000 and confirmed failed. Battery test on (B)(6) 2021 07:21:33.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The insulin pump downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No replace battery now alarm, failed battery test or low battery alert noted during testing. However, the insulin pump downloaded history confirmed replace battery now and failed battery test was due to customer's faulty aa battery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.